Event description:
It was reported that the balloon could not be deflated and resistance upon removal occurred. A 10mmx2.75mm wolverine coronary cutting balloon was selected for use. During the procedure, it was noted that the balloon could not be contracted after inflation. The device was removed normally, however, with resistance when withdrawing the balloon into the guide catheter. The procedure was completed with another of the same device. There were no complications reported and the patient was stable post procedure.

Manufacturer narrative:
E1. Initial reporter facility name: (B)(6) hospital. The device was returned and evaluated by manufacturer. Visual and tactile inspection identified no issues with the hypotube shaft. Multiple kinks were identified along the polymer extrusion and there is stretching in multiple locations along the polymer extrusion. A microscopic examination identified bunching in the inner lumen near the distal tip along with evidence that the distal extrusion was stretched at various locations along its length. A microscopic examination of the balloon material identified no tears or holes in the balloon. The balloon folds were relaxed (not tightly folded). All blades were fully bonded on the balloon and did not exhibit any signs of damage however there was blood present. The tip showed no signs of tip damage. A microscopic examination of the proximal and distal markerbands identified no damage to the actual markerbands. Although both markerbands were bonded to the inner shaft, the inner shaft was pulled distally towards the tip section which resulted in the markerbands being positioned more distally, inside the balloon. It was not possible to perform functional testing to test for the reported allegations of difficult to deflate and difficult to remove due to the extent of damage to the inner lumen. Using an inflation unit, an attempt was made to inflate the balloon without success. The stretching of the distal extrusion prevented any attempts to inflate the balloon, in order to test for deflationary issues.

Manufacturer narrative:
E1. Initial reporter facility name: (B)(6).

Event description:
It was reported that the balloon could not be deflated and resistance upon removal occurred. A 10mmx2.75mm wolverine coronary cutting balloon was selected for use. During the procedure, it was noted that the balloon could not be contracted after inflation. The device was removed normally, however, with resistance when withdrawing the balloon into the guide catheter. The procedure was completed with another of the same device. There were no complications reported and the patient was stable post procedure.